Event description:
Boston scientific crm received information that this device was unable to be interrogated. This patient had a recent syncopal event, and was in a follow up appointment where the health care practitioner (hcp) could not interrogate the device. The hcp stated that the wand on the programmer exhibited audible clicking noises and that was believed to be the problem. The patient complained of dizziness following the syncope. A boston scientific sales representative was going to be called to bring a different programmer and try interrogation again. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately seven years later this device was explanted and replaced due to normal battery depletion.